Manufacturer narrative:
This report is being submitted to provide additional information obtained from the customer. The device settings were as follows: pressure: 15mmhg; alarm delay setting (0s or 4.5s): 0s; flow rate setting (high /normal / low): normal. There was no gas source other than uhi-4 used. The pinch valve did not exhaust smoke, the overpressure warning beeped, the overpressure warning light occurred, and its unknown whether the tube clogging warning beeped. The smoke evacuation suction tube was not connected. The customer declined providing patient information. The patient's abdominal cavity was abnormally distended. The customer determined the intra-abdominal pressure was high because of the equipment warning alarm. The device was inspected before use and was working well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to provide additional information obtained from the customer. The okr fse was activated by sealing the air outlet and pressurizing it when it was full of air. And then checked to see if there was an overpressure warning. The overpressure warning came on normally. The inspections were conducted according to service center repair center procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's reinvestigation. The device was returned for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: -decreased anesthesia. -overpressure occurs due to equipment failure. -the measured pressure was high even though no overpressure occurred due to equipment failure. -tube clogging occurred. -overpressure due to small abdominal cavity. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had an overpressure warning sound during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.